Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call indicating that the insulin pump alarm stuck button. Customer's blood glucose at time of incident was 140 mg/dl. Customer stated they did press a button down for 3 minutes or longer. Customer stated they were able to clear the alarm and buttons are working. Customer was advised to monitor pump.